Event description:
On september 22, 1998, nellcor puritan bennett rec'd info alleging that a npb d-ys sensor had provided low sp02 readings. Caller stated that the d-ys reportedly read in the mid 80's. The pt was reportedly then placed on "100% oxygen via bird ventilator, on a synchronized intermittent mandatory ventilation rate of 32, settings of 18/4, "ti"=0.35". Reportedly, when the sensor was replaced, the sp02 reading increased to 98%. The customer stated they changed the sensor site every 24 hours (contrary to device's directions for use) because of minimum stimulation protocols. Customer later state, "if there had been a "shift" in the readings it was due to application". There was no pt harm reported.